Event description:
It was reported that the insulin gauge was inaccurate. There was no information available regarding blood glucose levels, so no adverse impact to the customer¿s blood glucose level was noted. No corrective actions or additional information regarding the outcome of the event were provided.